Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported the patient received the following results within 15 minutes: hi mg/dl (guide me) and 148 mg/dl (compact plus).